Event description:
It was reported by the user site that during a selenia dimensions mammography system procedure on (B)(6) 2026, the device tubehead shook when rotating to the sweep starting position for cc views. The user site reported that patients could feel the shaking, though no patient impact was reported. No user or patient injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the system and observed that the c-arm was shaking intermittently in the cc position. The fse reported that replacing the tomo potentiometer and tomo cable did not resolve the issue. The fse identified a broken bolt within the vertical travel assembly (vta) rotation gear and determined that the vta assembly required replacement. The fse installed a new vta assembly with assistance from another fse, and all system tests were performed following the replacement. The system passed all testing and was confirmed to be now operating according to manufacturer specifications. No further information is current.